Event description:
Caller reported a malfunction on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support provided information to reset the pump, assisted in the resetting process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurred, which they acknowledged and understood.